Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump has a blank display because of faulty battery cap on (B)(6) 2018. Battery cap was replaced and issue was fixed but the same issue occurred after twenty-four hours. Troubleshooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident as well as the time of the call is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Insulin pump passed displacement test and passed all operating currents tested within the specific range and passed off no power test. No anomaly noticed on display lcd. (B)(4).